Event description:
It was reported via repair work order that the bed would not raise and lower properly due to left assembly bolts were loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.